Event description:
This letter is being sent to you regarding an event that was reported to (B)(6) on october 16, 2024. The reported event was that prior to starting a da vinci-assisted surgical procedure, the customer reported that the monitor on the surgical table pendant appeared white. He said this issue had occurred multiple times recently and the buttons of the pendant were responding correctly, only the monitor had an issue. The (B)(6) technical support engineer (tse) advised the customer to power cycle the table or to reseat the pendant cable if needed and to escalate to the vendor if needed. The procedure was continuing as planned with no report of patient injury. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).